Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, delayed in planned treatment and procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the anode problem message after reboot no xray. The fse replaced the ippc, but the system was still having issues. Later, it would find that the real time link connector was plugged in but not working on the back of the ippc. The fse cleaned the pins on network link after which system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-ray. No harm was reported to user or patient. Philips has started an investigation of this complaint.